Event description:
It was reported that the patient presented in the ER after receiving multiple inappropriate shocks. Lead noise was observed. During explant procedure due to eri, externalized conductors were seen under fluoroscopy. The lead was capped and replaced.